Event description:
Physician report: "on the patient today there was a very deep pocket of pleural fluid. I had easily accessed and aspirated the fluid with a syringe connected to a 22 gauge 2 in needle. I then proceed to insert the standard 7 in thoracentesis catheter with needle that was provided in the thoracentesis tray. Following insertion of the catheter and locking of the catheter I was unable to aspirate any fluid. I pulled the needle outside of the patient's body with the catheter portion still in the patient and attached the blue catheter guard. I still could not aspirate any fluid from the catheter despite having inserted the catheter directly into a very large pocket of pleural fluid. I then pulled the catheter out and attempted to force air through the catheter using a syringe, but the catheter was occluded. No air could be aspirated through it and no air could be forced through the catheter. Because the catheter had been in the patient I placed it into the sharps container. I then got a 2nd thoracentesis tray. I inspected the thoracentesis catheter closely and it looked normal, however, upon connecting a syringe to the catheter, I could not aspirate air through it and I could not blow air through it with a syringe indicating blockage of the catheter. I then pushed the catheter through the needle as would be done during a thoracentesis and even with the catheter fully inserted and in the locked position, I could not aspirate air through the catheter and I could not blow air through the catheter with a syringe indicating that it was blocked."